Manufacturer narrative:
Product complaint # ==> pc (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was found damaged, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 3x6 og cmplx xtrasoft coil (640cx0306, 30284961) and a 3x8 og cmplx xtrasoft coil (640cx0308, 30282519) failed to re-sheath. There was no patient injury reported. The procedure was successfully finished. No additional information is available. Based on the device analysis of the 3x6 og cmplx xtrasoft, the embolic coil was found stuck inside the introducer with a damaged condition. A non-sterile unit og cmplx xtrasoft coil 3x6 was received inside of a pouch. The device was inspected, and it was found that the hypo-tube is kinked at 99 cm, 137 cm and 145 cm from proximal and protruded from the introducer, no other damages or anomalies were observed during the visual analysis. The embolic coil was inspected under a microscope and it was found stuck inside the introducer with a damaged condition, no other damages or anomalies were observed during the microscopic inspection. The functional analysis could not be performed due to the protruded condition noted on the device and the embolic coil being stuck with a damage condition inside the introducer. A manufacturing record evaluation was performed for the finished device 30284961 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil introducer - zipping difficulty-rezipping¿ was confirmed, during the inspection, it was noted that the hypo-tube is protruded from the introducer, also the embolic coil is stuck inside the introducer with a damage condition. The protruded and stuck conditions noted on the device are related with the customer¿s complaint and it appears that it was caused by excessive force applied to the device, however this cannot conclusively determined, also it cannot be determined exactly when this condition appeared. Neither the analysis nor the mre suggests that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. Based on the limited information available for review, it is possible that procedural and handling factors may have contributed to the reported event. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization, a 3x6 og cmplx xtrasoft coil (640cx0306, 30284961) and a 3x8 og cmplx xtrasoft coil (640cx0308, 30282519) failed to re-sheath. There was no patient injury reported. The procedure was successfully finished. No additional information is available. Based on the device analysis of the 3x6 og cmplx xtrasoft, the embolic coil was found stuck inside the introducer with a damaged condition.